Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of seven reports, regarding seven devices, for this device family and failure mode. During this same time frame 136,547 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised to inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed (B)(6) reported on behalf of a customer that the yp1301b, y-knot pro flex 1.3 mm anchor, no. 2 hi-fi blue device was used in an abr procedure on (B)(6) 2025, and ¿one side of the u-shaped portion of the shaft at the tip of the anchor broke. The bone was not particularly hard, but it was a little tough when trying to remove the shaft. When the shaft was later removed, it was slightly bent and the tip was broken.¿. The procedure was completed with the use of an unknown alternate device. Further assessment found "in order to remove the fragments from the patient, the entire anchor had to be removed, and considering the risk to the patient, it was left in place¿. It was further clarified that ¿both the anchor and a fragment [of the driver] were left in the patient". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a retained fragment of the device driver.

Event description:
Conmed japan reported on behalf of a customer that the yp1301b, y-knot pro flex 1.3 mm anchor, no. 2 hi-fi blue device was used in an abr procedure on (B)(6) 2025, and "one side of the u-shaped portion of the shaft at the tip of the anchor broke. The bone was not particularly hard, but it was a little tough when trying to remove the shaft. When the shaft was later removed, it was slightly bent and the tip was broken". The procedure was completed with the use of an unknown alternate device. Further assessment found "in order to remove the fragments from the patient, the entire anchor had to be removed, and considering the risk to the patient, it was left in place". It was further clarified that "both the anchor and a fragment [of the driver] were left in the patient". There was no medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a retained fragment of the device driver.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.